Event description:
While doing a robotic procedure, dr (B)(6) took a bite of tissue and the product worked as designed. However, when she took a larger bite, the console beeped warning that the blade was exposed. When it was removed from the pt, the blade was exposed. Device was passed off of the sterile field.